Event description:
Reportedly, a prophylactic replacement procedure occurred on (B)(6) 2018 with the subject device. Prior to explant the device, normal operation was confirmed after no change on lead measurement nor particular anomaly were recognized since the last follow-up.

Event description:
Reportedly, a prophylactic replacement procedure occurred on (B)(6) 2018 with the subject device. Prior to explant the device, normal operation was confirmed after no change on lead measurement nor particular anomaly were recognized since the last follow-up.